Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was a malignant esophageal stricture. The stricture was located within the mid-esophagus and was 9cm in length. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the esophagus. The physician began deployment by releasing the deployment suture. After the stent had partially deployed, the physician was unable to pull the remaining suture and completely deploy the stent. The partially deployed stent was removed from the patient on the delivery system. No visible issues were noted to the device. The procedure was completed with another ultraflex esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 55mm. The distal stent cover was damaged at several locations where the stent had been deployed. During a functional analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without issue. The shaft was kinked at approximately 205mm and 350mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was a malignant esophageal stricture. The stricture was located within the mid-esophagus and was 9cm in length. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the esophagus. The physician began deployment by releasing the deployment suture. After the stent had partially deployed, the physician was unable to pull the remaining suture and completely deploy the stent. The partially deployed stent was removed from the patient on the delivery system. No visible issues were noted to the device. The procedure was completed with another ultraflex esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."